Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed.

Event description:
Medtronic received information that seven months following the implant of this transcatheter bioprosthetic valve, symptomatic mild paravalvular leak (pvl) was noted due to calcification and implant depth. A second valve was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.